Event description:
The device was inflated to seven atmospheres at the lesion and a hemorrhage was noted, the physician believed that the hemorrhage was caused by "vessel tear". The physician stated that "the patient vessel brittleness was high, the vessel diameter was 4.7mm, the stenosis position vessel diameter was 1mm, and it was a long lesion." The physician inflated the device for 45 minutes to stop the bleeding and then removed the device. The patient was kept in an induced coma but subsequently died due to the hemorrhage, date of death was not provided. The physician stated that despite inflating the device to stop the bleeding "it could not solve the problem". The physician relates the hemorrhage to the diseased state of the vessel and not to the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received inappropriate therapies. X-ray revealed that the lead had dislodged. The lead was explanted.